Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 900 mg/dl, which was treated with manual injections. The customer stated that she kept delivering insulin using the insulin pump but the blood glucose levels would not go down. She was wearing the insulin pump at the time of admittance, and her doctor advised her to revert to manual injections. Unable to troubleshoot due to lack of a tubing clamp; advised that one would be sent. The customer called back to troubleshoot with the tubing clamp, and the insulin pump failed the high pressure test. The insulin pump alarmed motor error. The blood glucose reading at the time of the second call was 400 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery alarm, self test, and unexpected restart error tests. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump alarmed for a motor error during the occlusion test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.